Event description:
Anti reflux y set used with tpn/lipids infusion to prevent lipids from rising into the tpn line. Connects into central line with vaso active drugs through the connectors. Crack in hub where lipids are connected. Blood had flowed back out of central line. Caused drip in bp and pt became hypotensive. This was second occurrance.